Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 16, 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure in the uterus performed on an unknown date. According to the complainant, during procedure, error message not a good cervical seal appeared on the console. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.